Event description:
Since (B)(6) 2011, zevex (moog) medical has been supplying (B)(6), our dme company, with new style enteralite infinity feeding bags for my son's enteral feeding pump. Over this time period, we have had at least 30 bags leak, burst, have lines come unglued, plastic degrade, holes develop in the hard plastic saddle at the top, and the bags alarm "no food" when they were full and had no air in them. I have called the company, and am sending the bags that I have saved back in one shipment, at my own expense. Yesterday was the most recent leakage. My son is on fluids (d10 + .45% normal saline) via g tube 24 hours a day. These malfunctions can have serious health consequences for him. The current bags are not an adequate and safe replacement for a child who needs 24/7 fluids to stay off of tpn. In fact, we had a bag that we discarded in the (B)(6) emergency room on (B)(6), as started leaking rapidly in the triage area, soiling his clothing and the floor. Luckily, I had a ziploc bag to place it in, and it kept pumping, until an IV was placed in my child. Many other parents are having similar issues with these bags, but just call their dmes to have them replaced, as zevex does not have good customer service. I cannot count the number of bags that we have thrown in the trash (not even saved) due to malfunctions - there have been that many. My son loses cognition, executive function, and then other areas of his brain start to slowly brown out, due to lack of energy and blood flow when his bags malfunction. He has nursing support with him at school and during most waking hours. It takes a village to keep him stable. However, unless these bags are fixed, we are eventually going to have to put him on tpn, due to a failure in a medical device. Not only will it increase his risk of infection and decrease his quality of life, it will cost our insurance and medical about (B)(6)/year. All because of substandard manufacturing by moog/zevex on their "new and improved" bags. Personally, I have a stockpile of the old ones. And I keep them for days he is unwell, when I know he cannot tolerate a drop in energy infusions due to bag malfunctions. Please help moog/zevex fix their pump delivery sets. Dates of use: from (B)(6) 2011 to present.